Event description:
During preventative maintenance, the user observed the pressure monitoring display of the arterial monitor module unexpectedly lost power. The arterial monitor provides timers and temperature and pressure monitoring displays. There was no reported adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.